Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti alvim implant (4.3) 4.3x16 mm, but did not provide any other info about the case.